Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for pocket revision for hematoma evacuation. The patient remained in hospital and it was noted that the pocket was not healing. The pocket had become infected. On (B)(6) 2018, the implantable cardioverter defibrillator and right ventricular lead were explanted. Patient was stable before, during, and after the procedure.